Manufacturer narrative:
Other text: device evaluation: one level 1 trauma fast flow system was returned for analysis. Visual inspection performed, and product found with missing air detector door. The device was started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and power device. The customer reported issue was confirmed. According to the investigation, the device return tube was cracked causing water flow to be slow. Investigator?s replaced the device cracked return tube and pcb board due to water damage, replaced damaged membrane switch, and replaced missing air detector door. Installed tempcheck test fixture and measured temperature was 41.7 degrees which is within tolerance. Device passed all functional and electrical tests.

Event description:
It was reported that a smiths medical fluid warmer on flow on rapid was infusing slow. No adverse patient effects were reported.